Manufacturer narrative:
Qn#(B)(4). One unit of manta was returned to vsi/teleflex for evaluation. Blood particulates were noted on the unit. Lever of the manta was not engaged. No sheath was returned. A kink was noted on the lumen. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an tavr procedure, a 14f manta was planned for closure in the right common femoral artery. A central positioned access was achieved utilizing micropuncture and ultrasound. Vasculature was 7mm, with a measured depth of 4mm. No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub, resulting in a kinked lumen. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review and other testing. The der process will continue to monitor for any similar events.

Event description:
It was reported that: the physician was not able to push the bypass tube through the button valve (related to this MDR), so a second device was used unsuccessfully. It deployed into the tissue tract (related to MDR 3010252479-2023-00031 manta). Manual pressure was held for 30 minutes. Patient was reported as fine post procedure. Additional information has been requested from the account and a follow up report will be submitted on receipt of this information.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: the physician was not able to push the bypass tube through the button valve (related to this MDR), so a second device was used unsuccessfully. It deployed into the tissue tract (related to another MDR). Manual pressure was held for 30 minutes. Patient was reported as fine post procedure. Additional information has been requested from the account and a follow up report will be submitted on receipt of this information.